Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/31/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
This complaint is originally created for an MDR non-reportable issues. The hemostatic valve of the preface sheath was broken. The issue was resolved by changing the sheath. The procedure was completed without patient's consequence. This complaint was re-assessed to MDR reportable per bwi failure analysis lab findings on 12/31/2015. The sheath was returned and the brim cap was detached from it and not included with the returned product. Response from the affiliate stated the product failure occurred during the case. This event is MDR reportable as hemostatic valve capability is compromised and there is potential for bleeding or air embolism. The awareness date of this complaint is reset to 12/31/2015 based on lab findings on 12/31/2015.

Manufacturer narrative:
(B)(4). The valve of insertion slot of the preface catheter was broken. The issue was resolved by changing the preface to another one. Upon receipt, the device was visually inspected and the brim cap was missing of the molded hub and the side port tubing was found bent next to blue collar on molded hub. Then per the reported event, the ring hub was observed under a microscope and no anomalies were observed besides the side port tubing bent. A good known brim cap was snapped to the device and a vessel dilator was introduced successfully into the preface sheath. The brim cap and gasket remained snapped during the test. Same test was performed using a smart touch catheter and no malfunction was noticed. A leak test was performed and no leakage was observed. The od's of the hub ring were measured and were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified since the brim cap was not received with the product. However the device passed the functional analysis. It remains unknown the root cause of the failure since the device did not present evidence of a manufacturing defect or any anomaly that could contributed to the failure reported. The root cause of the bent observed cannot be determined.